Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2024, the patient experienced a suspected infection. This adverse event was solved by revision surgery performed on (B)(6) 2024 in which only the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm was explanted. The femoral component, tibial baseplate and patella component were remained. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the tibial, femoral and patellar components could not be returned for evaluation. Besides, the explanted insert was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time to determine the clinical root cause of the reported events. Infections are a known post-surgical complication, and no evidence has been provided to support that the smith and nephew device contributed to the reported infection. The patient impact beyond the revision cannot be determined, although a transient post-surgical convalescence would be anticipated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the articular insert and multiple similar events for the patellar component over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral and tibial components, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should a device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.